Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records and search the complaint database by mfg lot was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient product info; however, the initial reporting stated the pt experienced trauma (fall) prior to the onset of pain and was the suspected root cause. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt fell at work and experienced pain afterwards. Revision surgery revealed tibial insert locking mechanism had broken and was loose in tray, and polyethylene wear noted on insert.